Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the second of three reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that multiple knives were dull and could not cut properly during cataract surgery. An alternate knife was obtained in order to complete each procedure. There was no harm to any patient. Additional information has been requested.